Event description:
The surgeon was using a bioraptor knotless suture anchor to complete a shoulder arthroscopy. Intra-operative the inner driver on the anchor broke. No injuries or complications were reported as a result of the event. It was confirmed the surgeon converted to an open procedure to retrieve the piece of metal. There were 3 lots used; however it is unknown which driver for which anchor broke. Lots #'s are: 50437347, 5039759 and 50432031.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).